Event description:
Patient was revised to address poly wear (left side).

Manufacturer narrative:
Examination was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear, however, polyethylene wear after approximately fourteen yrs implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.